Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was displaying the "error 1" message. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began 4 days ago prior to contacting lfs. The patient claimed she manages her diabetes with insulin. Due to the alleged issue, the patient claimed she responded to exercising. A week after the alleged issue began, the patient reported to have developed symptoms of nausea, dizziness, and blurred vision. The patient, however, denied seeking medical treatment. At the time of troubleshooting, the cca noted the patient was not a 1st time user of the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k062195.